Event description:
Customer reported the system displayed an x-ray disabled message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not duplicate the reported problem. The system operates as intended.